Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert triggered.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, noise, non-sustained ventricular tachycardia (nsvt) events, and a high sensing integrity counter (sic). It was noted that the lead integrity alert (lia) triggered. The rv lead remains in use and a replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.